Event description:
It was reported that during a distal left circumflex (lcx) coronary artery stenting procedure, a non-abbott dilatation catheter was advanced along a balance middle weight (bmw) universal ii guide wire to the 99% stenosed, moderately calcified lesion. After inflating the non-abbott balloon catheter at 10 atmospheres for 30 seconds, the dilatation catheter became stuck on the bmw upon removal. Both the bmw and the dilatation catheter were removed out of the anatomy as a single unit. Once outside the anatomy, the bmw tip coils were noted damaged without any separation. Another bmw universal ii guide wire was used successfully with the same non-abbott dilatation catheter completing the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.